Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a coil break and protrusion occurred. The target aneurysm was located in the splenic artery. A 14mm x 50cm interlock was selected for use. During procedure, the interlocking arms detached inside the catheter and further noted that the coil unraveled from the center of the coil. Subsequently, the core wire attached to the pusher wire was also noted to have been detached. The coil was successfully deployed along with the core wire that was pushed into the aneurysm. No further patient complications were reported and the patient's condition was fine.